Manufacturer narrative:
Evaluation summary: one recorder was returned to medtronic for evaluation. The recorder was appropriately calibrated using a capsule simulator. A transmission test was successfully performed. Additionally, a test study was performed without incident for 48 hours and the data successfully downloaded as well. Physical examination concluded that the recorder functioned properly without problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after starting a study, the patient returned to the office with the recorder as the light-emitting diodes (led) on the recorder had started flashing red. The existing study data was uploaded and an attempt was made to reconnect to continue the study. The reconnection was unsuccessful. The partial study that was uploaded also had blue lines showing for most of the study. There was no harm to the patient or user due to the alleged device malfunction. A repeat procedure will need to be performed due to the alleged device malfunction. No known adverse events were reported.